Event description:
It was reported by svc report that the bed was weighing 50 lbs less than it should. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell.